Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer did not open when a medication was being issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were noted. A technical support specialist (tss) remoted into the cabinet, checked drawers and zones, and found no issues. The user attempted to issue again, and the drawer opened normally. The system functioned as intended when the technical support specialist investigated the device.